Manufacturer narrative:
Findings/action taken: replaced augmentation chamber, battery, power supply and cpu to umbilical cable. Additional information was received on (B)(4) 2013 by the sales rep who spoke with the hospital. As a result, the pump (serial number (B)(4)) was switched out for a third iabp successfully. There was an approximate 2 - 3 minute delay or interruption in therapy; just long enough to exchange the iabp with no harm to the pt. The pt was on life support. The iabp therapy continued until the family decided to withdraw therapy. No medical/surgical intervention was required. The pt eventually expired when the family withdrew the iabp therapy due to other medical reasons. An update received on (B)(4) 2013 per the cath lab director and the ICU manager both stated the device did not cause or contribute to the pt's death. Follow-up report will be filed if additional information becomes available.

Event description:
Ref MDR # 1219856-2013-00029 for the first related intra-aortic balloon pump (iabp) report involving the same pt. It was reported via a call from the cath lab rn to the clinical support specialist (css) at 1650 mst that they needed someone to come and check out two of their intra-aortic balloon pumps (iabp) that were down. The rn is also inquiring about a rental pump. The css told the rn that it would probably be next week before someone from field service could be there. The css also told the rn that the field service rep (fsr) would give the rn a call about this and the rental pump. The rn thanked the css for the call. The css then called the fsr and gave the contact information of the rn. The fsr stated calling the rn back to discuss the pumps. At 1843 mst, the css spoke with the fsr again. The fsr had spoken with the rn and the sales rep and everything is set for them to get a pump. The fsr called the css back to let it be known that it was being taken care of. Per the filed service report received on (B)(4) 2013: intermittent triggering problems. Pump was on pt. Display would sometimes turn white. Unconfirmed. Software level 2.24.